Event description:
The patient survived.

Manufacturer narrative:
B5: added additional information regarding patient outcome.

Event description:
An impella cp device was inserted via the left femoral artery in a 62-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of known coronary artery disease. During setup and insertion, the console repeatedly lost the placement signal and displayed multiple alarms. After the pump was unplugged and reconnected to a different console, the device functioned appropriately. The original console did not recognize that the pump had been disconnected. The aic was replaced and the patient remained on support. The reported events are placement-signal issues, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d6a (implantation date). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issues during set up was the presence of an air gap in the pump connector. The cause of the controller error alarm and failure to recognize pump disconnection was a communication anomaly between the optical pressure measuring unit and the main computer. The cause of the pump stop (not reported in complaint) was a defective circuit board.

Manufacturer narrative:
D9 updated; the product has been returned. Corrected data: d1 updated/corrected. The investigation is still ongoing.